Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approx 8 years ago. Evaluation was not possible, as the products were not returned. The investigation could not verify or draw any conclusions about the reported pain and minimal polyethylene wear; however, minimal polyethylene wear after eight years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised to address a painful patella. Minimal poly wear of the insert was found intraoperatively.